Event description:
It was reported to gyrus (B)(4) via a maude event report #(B)(4) that while performing a hysteroscopy with septum reaction, the hysteroscopic scissors failed. A small screw and one side/arm of scissors detached from the instrument and settled onto uterine wall. Hysteroscopic graspers were used to successfully retrieve the two items. No patient harm was reported.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. This device is manufactured for gyrus by an (B)(4), any investigation for root cause of the failure would be conducted by the OEM manufacturer. A review of the complaint data base does not indicate trending for this failure mode. Gyrus (B)(4) will continue the investigation and update the agency accordingly.